Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an ophthalmic surgeon observed "material" in the 4x4 pads twice in the past two weeks and one patient had been identified with an infection during this time frame. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, a device history record and lot history could not be reviewed. The sample was not been returned. The root cause of the customer's complaint was not known; a sample was not returned for investigation. (B)(4).